Event description:
Customer reported product failure code 812:00. There have been no incident reports filed since the last baxter service event. Despite baxter's efforts to obtain additional info, no further info was available at this time regarding whether or not there was a report of any pt injury or medical intervention caused by the failure of this device. Info regarding whether or not the device was in use on a pt when this failure occurred was not available, and no info was provided.